Event description:
It was reported that at the implantation procedure, the helix would not extend on this lead. Therefore, the lead was not imp.

Manufacturer narrative:
Device was not implanted because it was reported that the helix would not extend. The analysis from the MFR is pending.